Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the master tool manipulator (mtm2). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtm2 was returned for failure analysis, and the reported issue was not confirmed or replicated. Upon visual inspection, no issues were found that would be related to the reported event. The mtm was then installed onto a surgeon side console fixture test platform (sftp) where all relevant testing passed within specification. Once testing was completed, mtm2 was inspected, and no fault could be identified. The root cause could not be determined based on failure analysis; however, the issue could be attributed to a mechanical defect with the mtm2.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, after port placement, that the right master tool manipulator (mtmr) went limp. The procedure was reportedly being completed as planned, with no reports of patient injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the remote arm controller (rac) to perform failure analysis. The reported system fault error 1 was confirmed occurred in the field; however, the error could not be reproduced. A visual inspection found no issues that are related to the reported complaint. The rac was installed onto the golden system and completed the program with no problem. Continued performance was set to 10 power cycles and sat idle for an hour. After testing was completed, the system error logs were inspected, but no error could be identified.